Manufacturer narrative:
Correction: corrected section d8 in initial MDR from yes to no. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, patient's both the leads migrated following a couple of falls. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.